Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient felt the device had loss some efficacy since initial implant. It was noted that the event was related to the device or therapy, not related to the implant procedure, and not due to programming. The patient had only used one program and interventions taken included educating the patient to try all programs. The outcome of the event was noted to have been ongoing. No further complications were reported/anticipated. Additional information was received from a healthcare professional (hcp). The hcp reported that they would have absolute flooding episodes where they noted a protective brief would not suffice. The entire system was explanted/replaced on (B)(6) 2020 and disposed. The outcome was resolved without sequelae.